Manufacturer narrative:
Trackwise # (B)(4). A lot history search is not applicable because this is a reusable, OEM device. Due to the age of the device, a c of c is not readily available on-site.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : device not returned.

Event description:
The hospital reported that t.w. Power supply s/n (B)(4) (out of warranty) failed annual inspection functional tests and has outer case damage. The unit was old, appeared to be dropped and was cracked. When it was pulled from use, it was not being used around a patient.